Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was not responding correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the fenestrated bipolar forceps instrument involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.